Manufacturer narrative:
One infusion pump was received in relation to the reported event. All labels were still intact. No physical damaged was found on the device. It was confirmed that there was a record in the event history log that the "no disposable" alarm occurred immediately after the pump stopped on (B)(6) 2021. In addition, it confirmed a record of repeated power on / off, which is potentially related to the alarm reported on (B)(6) 2021. A function test of the device was completed and was unable to replicate the reported problem. As a preventative maintenance, the downstream and upstream sensors were replaced, and upstream sensor was calibrated. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that during the use of the product, a "no disposable, clamp tubing" alarm went off, and then, a "no disposable, pump won't run" alarm sounded. The patient was out of home at that time and did not have spare pump or cassette at hand. The patient was then admitted to hospital under the instruction of the physician. After they changed the cassette to one on the shelf, the alarm was settled. No patient injury was reported..